Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. This report filed november 17, 2009.

Event description:
It was reported that patient underwent right knee hemi-arthroplasty in 2009. Subsequently, a revision was performed five months later, due to dislocation and components were removed and replaced to a total knee.